Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference report: 2017865-2021-31137. It was reported that the patient had a bacterial infection. The pacemaker system was removed. The patient was in recovery.